Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # unk. Investigation summary this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a jaws of a device on a base. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, x95551, and no non-conformances were identified. Manufacturing date: 06/12/2022, expiration date: 05/31/2025.

Event description:
It was reported that during the procedure on the patient and when inserting the echelon device with the jaw closed and loaded with the reload, after closing it in the stomach in the gastric antrum sector to fire the first shot, a screw unexpectedly comes off from the trigger of the echelon causing it to fire automatically stapling approximately 2 millimeters inadvertently. The doctor proceeded to open the jaw but the echelon, having this detached spring, became unusable, so the doctor used a new echelon along with a new reload. This did not cause any harm to the patient and the surgery could continue normally.

Manufacturer narrative:
(B)(4) date sent: 10/27/2022 d4: batch #677a82 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst45b reload present. The reload was received unfired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the condition of the internal components and no anomalies were noted.  It should be noted that a 60mm device is designed to work only with 60mm reloads, verify that the reload size matches the instrument size to be used, for further loading instructions please refer to the echelon flex 60 powered IFU. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.